Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch:a000174011.

Event description:
It was reported that the patient had ineffective therapy. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted.